Manufacturer narrative:
Other devices listed in this report: cat. No.: 502-03-48c; primary tritanium hemi cluster hole cup 48mm; lot code: mlj7je. Cat. No.: 626-00-36c; modular dual mobility insert; lot code: 42265904. Cat. No.: 6260-4-122; 22.2mm std v40 head; lot code: 42692902. Cat. No.: 6721-0435; size 4 accolade ii 127 deg; lot code: 42567906. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Previous revision for periprosthetic joint infection (pji). Pji continues now revision to gilderstone. All implants removed.

Manufacturer narrative:
An event regarding infection involving an mdm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: no medical information was received for review with a clinical consultant. Consultation with a clinical consultant was however performed to further understand the nature of the reported events in both related pi's logged for this patient . The clinician indicated: "with the info on both events it is quite sure this was an infectious complication of the hip arthroplasty, consistent also with the reported acronym pji, periprosthetic joint infection." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Previous revision for periprosthetic joint infection (pji). Pji continues now revision to gilderstone. All implants removed.